Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went through the fill tubing process while connected to the site and inadvertently delivered 19 units of insulin. The customer disconnected from the tubing. However, after completing the load process and resuming insulin delivery, the customer delivered a bolus of 9.95 units. At the time of the reported event, blood glucose (bg) level was 148 mg/dl. During a follow-up call, the customer reported bg level increased from 393-400 (mg/dl) due to consuming soda. Several hours later, the customer reported bg level decreased to 254 mg/dl. On (B)(6) 2018, the customer reported bg level reached target range and no additional assistance was needed from tandem technical support.